Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Model number/catalog number: 72404131. Serial number: n/a. Batch/lot number: 879009018. Model/catalog description: cuff. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 880234018. Model/catalog description: pump. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient with this device experienced recurrent urinary incontinence. Upon revision, the balloon was found to be empty, suggesting fluid loss as the likely cause. As a result, the device was explanted and replaced. No further patient complications were reported.